Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 190 units of insulin during the load sequence. Customer¿s blood glucose level ranged from 100-347 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.